Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2. Corrected: d4 ln. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection of the device found that the strike plate has fractured from the handle. The handle has impact marks near the strike plate location and the strike plate has marks on the top and bottom of the device. Sem report determines that the common failure mode of the broach handles presented in this summary is tensile overload failure of the welded strike plate. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the broach handle broke. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.